Event description:
The pt reported that she obtained inaccurately low blood glucose reading with lot 16115b. Some time within the last month, the pt opened the first bottle of test strips from the box and they "worked fine" (obtained blood glucose readings in the 100mg/dl range). Some time this week, the pt opened the second bottle from the same box and, with the first test strip from the bottle, obtained a blood glucose reading in the 20 mg/dl range. She had no hypoglycemic symptoms at this time. The desiccant is in both bottles. The pt's meter was set to the appropriate code. With the rep, the pt obtained a blood glucose reading of 41 mg/dl. Again, the pt had no hypoglycemic symptoms. The pt performed a check strip test with the rep and obtained a check strip test result of 97 versus a check strip range 0f 75-101. The pt does not have normal control solution. The pt stores the test strips in her bedroom.